Event description:
Boston scientific received additional information that a lead revision was performed. Before the procedure, the lv lead continued to exhibit high, out-of-range pacing impedance measurements and loss of capture. The lead was explanted. However, due to thrombosis of the subclavian vein, no new lv lead was implanted. The patient was scheduled for an epicardial lv lead procedure. The device remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead presented for a routine device follow-up. Device interrogation revealed the lv pacing impedance measurements were greater than 2,000 ohms, with high pacing threshold measurements and intermittent capture. An x-ray was performed, which confirmed the lead remained in the proper position with appropriate connection. The physician was considering a lead replacement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service. This report will be updated when additional information is received.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.